Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during drain 1. The patient disconnected during the dwell and the hc alarmed system error 2240 after the patient reconnected. Gts had the patient cycle power to clear the alarm and end the therapy. The patient elected to complete therapy with manual supplies and call their dialysis nurse in the morning. Gts reviewed proper procedure with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 1 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient disconnected during the dwell and the hc alarmed se 2240 after the patient reconnected. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).